Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and delamination valve leak test and microscopic analysis was performed which identified: delamination partial of the valve. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. The device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.